Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer was experiencing charging issues and declined troubleshooting assistance but will receive a replacement for the charging issue. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.